Event description:
Device malfunction: inaccurate delivery. Symptoms/ae: placement of a second unplanned stent. Time of malfunction/ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, during deployment of the rx acculink stent, the stent moved forward and only covered the lesion by 50% requiring a second stent to be placed to fully cover the lesion. There were no adverse pt sequelae reported. One day post procedure, the pt underwent a planned coronary artery bypass graft surgery. Six days postprocedure, the pt was discharged to the cardiac rehabilitation facility. Although requested, there was no additional information available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. The device was not returned to abbott vascular for analysis and no prior to use anomalies were reported. This event would be possible if misposition on the stented area occurred prior to deployment or when the stent does not appose the vessel wall when the stent is fully deployed or when there is inadvertent movement of the handle during deployment. From the incident info, the event could be related to operational context in which the device was utilized. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.